Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a needle was damaged and when inserted and removed the needle from her body. Customer stated that stomach very bruised with this batch of sensors and that does take blood thinner but did not for over a week and stomach still very damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.